Event description:
On (B)(6) 2007 the plaintiff was implanted with an ams sparc sling, to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that, as a result of having the mesh product implanted in her, the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury and, will likely undergo further corrective surgery. It was also alleged that, as a result of the use of the mesh, the plaintiff has suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, severe and irreversible injuries, conditions, damage and loss of enjoyment of life.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.